Event description:
The event is reported as: this report was received via a medwatch report from the FDA. During a CABG procedure it was noticed by the surgeon that the device was not grasping and he noted a small piece of metal was missing on the device. An exhaustive search of the patient's surgical area was done including: manual, radiology and use of a sterile magnet. The piece could not be found. Add'l info was requested but not received.

Manufacturer narrative:
Note: this is a discontinued product. The sample device has not been received, therefore the investigation is incomplete at time of this report. A f/u investigation report will be sent when completed.